Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Date of event is unknown. Batch#: r5a391. Investigation summary: the analysis results showed that one gst45g cartridge reload was returned unfired with 3 double driver out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from right proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lung transplant procedure, the scrub tech could not load the reload into the stapler. Upon examination, they noted that the metal housing on the base of the reload was bent. A similar device was used to successfully complete the procedure. There were no adverse patient consequences.